Manufacturer narrative:
A thunderbeat (tb-0535fcs) with lot #: kr862117 was sent to the manufacturer as a test device for concerns for ¿the bottom probe broke off two of the tb-0535fcs during surgery on patient 1.¿ the actual device used was not returned. A test device from the same lot# was returned for evaluation. The test device was attached to the test usg-400/esg-400 and transducer. A probe check was performed; the device passed the probe check. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; there was no tissue build up, consistent that the device was not in use. The ptfe pad (teflon pad) was inspected and found it in excellent condition, with no metal exposed. The distal end of the probe was inspected under a microscope and found no visual indication of damage or anomaly to the probe unit. An open circuit error was noted when the jaws were closed and the seal/cut function was activated, which was normal when no or insufficient tissue was between the probe and jaw. Output power tested working on a saline soaked tissue. The wiper movement was normal. The consistency of the movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation, no anomalies was noted to the tb-0535fcs thunderbeat hand piece returned. The device appears to be in brand new condition with no sign of use or wear. The tb-0535fcs tested to be working and fully functional. The suspected broken probe from the actual devices specified on the reported events was not returned for evaluation and was suspected to be missing. Per IFU; ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be sent to the agency if further information becomes available.

Event description:
It was reported that the bottom of the probe broke off during a hysterectomy on a patient. There was no patient injury and the piece was recovered, the procedure was completed using another thunderbeat.